Event description:
It was reported that patient underwent a right hip revision approximately 2 years post implantation due to pain and femoral loosening. During an office visit, radiolucency was noted around the cup and an MRI showed possible loosening of the stem. During the surgery, it was noted there was failure of osteointegration on the three sides of the stem. The bone appeared to be of poor quality. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI (B)(4). Reported event was confirmed by review of medical records noting patient was experiencing pain. Radiolucency around the cup and stem. The stem was found to be loose. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04529.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01768, 0001822565 - 2019 - 01766.

Event description:
It was reported patient underwent hip revision approximately 2 years post implantation due to pain. It was noted the surgeon suspected loosening of the stem component, however during the surgery, the stem was found to be well fixed and difficult to remove. Surgeon notes that it is possible that the pain is from the distal tip of the stem. Attempts have been made and additional information on the reported event is unavailable at this time.